Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('one coil had perforated the fallopian tube') and pelvic pain ('pelvic pain') in a 52-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient underwent dental care ("dental care"). In 2016, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced arthralgia ("joint pain") and anxiety ("anxiety"). In (B)(6) 2018, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (essure removal (B)(6) 2020 and essure removal). At the time of the report, the fallopian tube perforation outcome was unknown, the pelvic pain, abdominal distension, dental care, fatigue, arthralgia and anxiety had not resolved and the migraine was resolving. The reporter provided no causality assessment for abdominal distension, anxiety, arthralgia, dental care, fallopian tube perforation, fatigue, migraine and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-oct-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('one coil had perforated the fallopian tube') and pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient underwent dental care ("dental care"). In 2016, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced arthralgia ("joint pain") and anxiety ("anxiety"). In (B)(6) 2018, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (essure removal (B)(6) 2020 and essure removal). At the time of the report, the fallopian tube perforation outcome was unknown, the pelvic pain, abdominal distension, dental care, fatigue, arthralgia and anxiety had not resolved and the migraine was resolving. The reporter provided no causality assessment for abdominal distension, anxiety, arthralgia, dental care, fallopian tube perforation, fatigue, migraine and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.